Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that patient presented for upgrade procedure. Upon interrogation it was noted that the atrial lead was exhibiting over-sensing noise causing inappropriate mode switching. The lead was explanted and new atrial lead was implanted. The patient was in stable condition.